Event description:
A caregiver (customer's wife) from canada called on behalf of the customer to report that the customer's blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.